Manufacturer narrative:
Device evaluated by MFR: the rotablator plus unit was returned to site connected together. On visual examination it was noted that burr was attached to the coil but the proximal coil was broken. The plus unit was unsnapped and it was noted that the coil near the handshake connection was broken and stretched. There was a kink in the catheter sheath approximately 87cm from the strain relief. The burr was microscopically examined and no issues were noted with the annulus. No issues were noted with the diamonds on the burr. The proximal and distal coil was microscopically examined. It was noted that the proximal coil was broken and stretched. The handshake connection of the advancer and catheter unit were tested and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary rotational atherectomy treatment procedure, sheath damage occurred. No lesion or anatomy information is available. The physician was advancing the 1.5mm rotablator rotalink plus burr on the guide wire, and noted that the burr continued to advanced however the sheath detached and did not move. The physician removed the material without difficulty and completed the procedure with another rotablator rotalink plus unit. No patient complications were reported and patient status is stable.